Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-08. Investigation summary: the sample was received by bd for evaluation. A quality engineer was able to review the returned sample of (1) venflon 22g from lot # 0356985 product # 391451 with the reported issue that ¿when I would put pvk, the plastic hose breaks inside the vessel. It is not possible to move the pvk mandrel with a hose forward, I try to back up a bit but it shatters, when I have to move forward carefully again it is completely stopped. Insert hose and mandrel with some resistance. Sees when the hose is pulled out that the hose has broken, about to come off completely¿. The DHR of material number 391451 and lot number 0356985 was checked and no quality notifications were recorded on this lot. One sample and no photograph were received from the customer and were used for investigation of the reported defects. The sample received has mixed-up information. The unit package is of product 391451 with lot number 0356985 venflon 20ga and the sample product showing catheter piercing is of venflon 22ga(blue cap). Considering the defect is on 0356985 the investigating team has performed all simulation tests on lot 0356985 for investigation. The retention samples of 0356985 were retested for following investigation. Simulation of damage product with various media: by hand, by equipment, by sharp accessories (knife / blade). Simulation: quality test - catheter pull test is performed to check amount of force required to break ptfe tube. Result: ptfe tube broke at approx. 19n force conforms the specification of product (min. 15n) on simulating the defect on mannequin in the laboratory, it was found that the plastic part breaks if the introducer is continued to be pushed inside along with the plastic(cannula) part inside the vein. The introducer is supposed to be disengaged and only the cannula is further pushed into the vein after the introducer helps to gain access into the vein. The defect of the needle passing through the catheter could probably be due to wrong practice issue. H3 other text : see h10.

Event description:
It was reported that venflon 2 bl 22ga IV cannula had the catheter separate from the hub. The following information was provided by the initial reporter: ¿when I would put pvk, the plastic hose breaks inside the vessel."

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon 2 bl 22ga IV cannula had the catheter separate from the hub. The following information was provided by the initial reporter: ¿when I would put pvk, the plastic hose breaks inside the vessel."